Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the nurse gave the patient intubation in accordance with the doctor's instructions, and after I intubation, found that the air bag in the single-use double-tube laryngeal mask leaked, it was then replaced with a new single-use double-tube laryngeal mask." The patient was reported as fine.

Event description:
It was reported that: "(B)(6) 2024, the nurse gave the patient intubation in accordance with the doctor's instructions, and after intubation, found that the air bag in the single-use double-tube laryngeal mask leaked, it was then replaced with a new single-use double-tube laryngeal mask." The patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4).